Manufacturer narrative:
Follow-up received on 23-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications.device removal is listed according to the reference safety information for essure.this case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident.a product technical analysis is being sought.further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device was embedded in the uterine tubal wall on the right'), device breakage ('small piece in the distal tube on the right which when pulling it out, broke off') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex") and cyst ("cysts") and was found to have weight increased ("lost five pounds"). The patient was treated with surgery (diagnostic laparoscopy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, device dislocation and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage and weight increased to be related to essure. The reporter commented: left side -2 coils. Right side-6 coils. Concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added. Rcc added. Embedded right essure device and device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device was embedded in the uterine tubal wall on the right'), device breakage ('small piece in the distal tube on the right which when pulling it out, broke off') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex") and cyst ("cysts") and was found to have weight increased ("lost five pounds"). The patient was treated with surgery (diagnostic laparoscopy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, device dislocation and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage and weight increased to be related to essure. The reporter commented: left side -2 coils right side-6 coils. Concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added.rcc added. Embedded right essure device and device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device was embedded in the uterine tubal wall on the right'), device breakage ('small piece in the distal tube on the right which when pulling it out, broke off') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex") and cyst ("cysts") and was found to have weight increased ("lost five pounds"). The patient was treated with surgery (diagnostic laparoscopy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, device dislocation and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage and weight increased to be related to essure. The reporter commented: left side -2 coils. Right side-6 coils . Concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added. Rcc added. Embedded right essure device and device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device was embedded in the uterine tubal wall on the right'), device breakage ('small piece in the distal tube on the right which when pulling it out, broke off') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex") and cyst ("cysts") and was found to have weight increased ("lost five pounds"). The patient was treated with surgery (diagnostic laparoscopy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, device dislocation and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage and weight increased to be related to essure. The reporter commented: left side -2 coils right side-6 coils concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporters information were added. Lot no. Were added.rcc added. Embedded right essure device and device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece in the distal tube on the right which when pulling it out, broke off'), device dislocation ('migration') and embedded device ('right essure device was embedded in the uterine tubal wall on the right') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex") and cyst ("cysts") and was found to have weight increased ("lost five pounds"). The patient was treated with surgery (diagnostic laparoscopy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, embedded device and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage and weight increased to be related to essure. The reporter commented: left side -2 coils right side-6 coils concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Lot number: a02552 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), dyspareunia ("pain during sex"), cyst ("cysts") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, dyspareunia, cyst and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, dyspareunia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-nov-2017: event medical device removal was deleted and event abdominal pain, pain during sex, cysts, migration, abnormal bleeding, pain was added with essure start and stop date. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex"), cyst ("cysts") and weight increased ("lost five pounds"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and cyst outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, cyst, device dislocation, dyspareunia, genital haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lost five pounds. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New event added- lost five pounds. Event outcome of abdominal pain, pain during sex and abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.